Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. By the nature of the sample, no additional tests were performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of non-dehp i.v. Catheter extension set was leaking. It was further reported that there was no visible crack. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.